Event description:
Boston scientific crm received info that one day post-implant with this right atrial (ra) lead, it had dislodged into the right ventricle (rv), as confirmed via xray. The lead had paced on the t-wave. As a result, the patient had a ventricular tachycardia (vt) episode last night while in recovery, and required external defibrillation to return to normal rhythm. A subsequent xray showed the lead returned to the ra with a j shape. The physician wanted to know if this dislodgement would cause a vt episode . A revision procedure was planned for the next day, and the local sales representative (sr) requested assistance about which firm stylet to use (.014 or .016). One week later, an implantable cardioverter defibrillator (ICD) was implanted, and the pacemaker, and right ventricular (rv) lead were explanted due to the system change. The ra lead remained implanted with the ICD.